Manufacturer narrative:
D9: device received on 1/7/2025. One device was returned for analysis. Review of the event history log (ehl) showed error code 45520 instead of error code 416520 as reported. A functional test was performed, and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 416520. There was unknown patient involvement.